Event description:
The explanted generator was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator and the device performed according to functional specifications.

Event description:
It was reported that high impedance was observed when interrogating the patient. It was noted that the patient is at surgery at time of reporting and the patient had a full revision as a result of the high impedance. No other relevant information has been received to date. The explanted products have not been received by product analysis to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.